Event description:
Medical affairs was unable to get a hold of pt and will be sending a letter. Pt's family member called alleging that the pt was unable to obtain a blood glucose reading on the lfs meter. Pt mentioned that the meter kept eating up all the test strips and pt was unable to obtain a reading. Pt was having symptoms of high blood sugar. Family member contacted emergency services. No info on what the emt's meter read. Pt was treated with IV. Customer service was unable to resolve the issue and sent pt a new meter.